Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated that she changes pads more often then she thought it needed to be changed, patient stated that the symptoms have not change at all she was going 50ml every half hour. Patient at hospital when she checked controller she could feel stimulation was about 1.3 and yesterday she was not feeling stimulation, so she increased amp to 3.4, now stim not felt. It was explained that patient process of feeling stimulation depending on results. Patient was assisted with increasing amp, now 4.0 and feeling comfortable stim on buttocks area. Patient complained she was a surgical outpatient and realized she was very allergic to surgical tape, lead was put in on (B)(6) and took off on (B)(6) thought lead migrated. Patient stated on table she could feel stimulation on buttocks on right hand side and labia area but now only feeling on buttocks area. Patient also complained couple of places on skin looks like fluid was gathering and it itches and hurts, she was waiting for nurses visit. Patient also mentioned when bladder was full she could not sleep. No further complications were reported/anticipated.